Event description:
Caller reported a malfunction on pump with malfunction code malf 3 and fault ID 0x2095, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support advised the caller to use multiple daily injections as a backup therapy and sent a replacement pump with updated software. Instructions for storage mode and returning the problematic pump were provided and acknowledged by the caller, and no signature was required upon delivery.